Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the ascending colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with colorectal cancer. The indication for the stent placement was for treatment of a tumor in the ascending colon. No visible issue was noted to the device. During the procedure, the physician advanced the device to the lesion and attempted to release the stent. The patient¿s hepatic flexure and splenic flexure were reported to be tortuous. When the physician attempted to manipulate the handle, he was unable to pull the handle due to resistance. When the physician tried to pull the handle harder, the handle bent. The stent was removed from the patient fully constrained on the delivery system. The procedure was competed with another with the same device. There were no patient complications as a result of this event. The patient¿s condition was reported to be good post procedure. Based on the evaluation findings, which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. The stainless steel shaft was severely bent. The outer sheath was stretched for 160 mm at its proximal end. A kink was noted in the outer sheath at the proximal end of the mounted stent. During analysis it was possible to partially deploy the stent until the distal handle met the severe bend in the stainless steel shaft. The shaft was dissected at the proximal end of the clear outer sheath, the distal end of the inner lumen and stent were withdrawn from the outer sheath and no issues were noted with their profiles. During the withdrawal of the proximal end of the inner, the stainless steel handle completely broke. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.